Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. However, the insulin pump passed functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests. The insulin pump had missing end cap sticker.

Event description:
The customer reported that she was hospitalized with high blood glucose levels greater than 600 mg/dl. The customer stated that the insulin pump was alarming prior to the event, but the buttons were not responding. The customer stated that she changed the battery, then received a button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.